Event description:
The md applied a fixator to treat a distal radius fracture. Subsequently the patient presented at the emergency room because the distal ball joint was "loose". The fixator was replaced. There was no injury to the pt.